Manufacturer narrative:
H.6. Investigation: forty nine sealed 32g x 4mm pen needle samples were returned from lot. No. 9204976, cat. No.320561. Visual examination was carried out on all forty nine samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. See h.10.

Event description:
It was reported that pen ndl 32g 4mm hp 105 box de cannula broke off during use. The following information was provided by the initial reporter: needles break off during use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32 g 4 mm hp 105 box de cannula broke off during use. The following information was provided by the initial reporter: needles break off during use.